Event description:
Depuy acromed received a complaint concerning a moss miami monoaxial screw that broke approximately 53 after implantation. According to the complainant, post-operative x-ray revealed that the moss miami polyaxial screw was broken. The screw was removed in a revision surgery on august 2000. The surgeon suggested that the screw might have broken because he had under-estimated the amount of pressure the screw would sustain from its position in their back. There were no other adverse consequence to the pt. The product was not returned for eval. The pt will not return the implant. The surgeon suggested that the pt was not compliant with activity restrictions. No further action can be taken at this time.

Event description:
Depuy acromed received a complaint concerning a moss miami monoaxial screw that broke approximately 53 after implantation. According to the complainant, post-operative x-ray revealed that the moss miami monoaxial screw was broken. The screw was removed in a revision surgery on august 2000. The surgeon suggested that the screw might have broken because he had under-estimated the amount of pressure the screw would sustain from its position in-viv. There were no other adverse consequence to the pt. The devices were returned for eval. A complaint history analysis was peformed and no other complaints have veen reported for this part number. A dimensional analysis was performed on the screw where there was no damage and the scrw conformed to specifications. A material assessment test was performed on the broken screw using a scanning electron microscope (sem). Results showed that the fracture surface was grainy with uneven peaks. This grainy surface indicates a low-cycle fatigue fracture. The most likely cause of the screw breakage is a low-cycle fatigue fracture. It is possible if there is no anterior column support and the rod was not contoured properly, a low-cycle fatigue fracture could occur. The surgeon reported that he may have under-estimated the stress that would be placed on the construct. No further action is required.

Event description:
Depuy acromed received a complaint concerning a moss miami polyaxial screw that broke approximately 53 after implantation. According to the complainant, post-operative x-ray revealed that the moss miami polyaxial screw was broken. The screw was removed in a revision surgery in 2000. The surgeon suggested that the screw may have broken because he had under-estimated the amount of pressure the screw would sustain from its position in their back. There were no other adverse consequence to the pt. The product has not yet been returned for eval.